Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device was presented with a speaker malfunction error message. It could not be confirmed if there was still sound present. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The remote support engineer (rse) talked to the customer who confirmed the device displays sporadically a speaker malfunction error message. The customer could not confirm if the speaker still did make any sound. The rse advised the customer toe check the the speaker cable and to try to unplugging and replunging it from the mainboard to lower the impedance. The customer was provided with a onsite service quote in case the speaker still does not work after the cable check. The customer did not reach out again and the quote expired. No further work was performed by philips. The product malfunction was unable to be confirmed because the customer refused service and did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device.